Manufacturer narrative:
A review of the device history record revealed no irregularities during the manufacture of the reported lot. Two photos were received and evaluated. One photos depicted a single loose integra syringe next to an apparently empty integra blister package with top web visible from batch #8324870 (p/n 305270). The syringe was observed to have most of the markings erased. The stopper was near the bottom out position and appeared to have an object ¿ possibly a spring ¿ between itself and the bottom of the barrel. The inner plunger rod with the thumb rest were withdrawn a distance above the barrel shroud, indicating manipulation after activation. The needle assembly with shield was attached. It was not possible to see whether the cannula was present inside or was retracted. In addition, an after visit summary was presented. The summary listed an x-ray was performed with no results indicating the absence of the cannula in the patient. This device has a retracting cannula mechanism as part of its design. The two clicks referenced in the description are an indication of normal operation. The first click is a sign of the stopper puncture, while the second click is a sign of needle hub puncture which completes the retraction of the cannula into the barrel/plunger rod of the syringe. Though it is possible administration of a viscous fluid may activate the retraction mechanism prematurely, if attempted to be done quickly, based on the evidence available today it is not possible to conclude that a failure occurred with the device. The sample had signs of manipulation after retraction mechanism¿s activation, as evidenced by the position of the plunger rod, potential presence of the spring in the fluid path, and the bottom out position of the stopper. Additional up close quality photos or physical sample would be required for a more conclusive investigation whether a device failure occurred.

Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced needle and syringe separation/spin out during use. The following information was provided by the initial reporter: material no. 305270 batch no. 8324870. Received a call from a direct consumer about the use of product number 305270. He stated that he clicked twice and the syringe busted and the spring broke. He also said the medicine fell all over his leg and he had to go to the ER to make sure the needle did not get stuck in his leg.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe integra 3ml w/ndl 25x1 rb experienced needle and syringe separation/spin out during use. The following information was provided by the initial reporter: (B)(4). Received a call from a direct consumer about the use of product number (B)(4). He stated that he clicked twice and the syringe busted and the spring broke. He also said the medicine fell all over his leg and he had to go to the ER to make sure the needle did not get stuck in his leg.